Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque valve in tricuspid position where immediately upon deployment, the valve malpositioned on the anterior portion towards the ventricle. Severe tricuspid regurgitation was noted and decision was made to implant a sapien 3 valve instead of converting to surgery. The sapien 3 was successfully implanted into the evoque valve and very trivial tricuspid regurgitation (tr) was noted. Both valves and patient are stable. After review of internal imaging review- procedural imaging ((B)(6) 2024) found that there is evidence the evoque valve embolized into the right ventricle during release. The majority of anchors appear >10 mm below the native tricuspid annulus after deployment. There is some rocking motion observed. There appears to be qualitatively moderate to severe residual transvalvular tr and mild to moderate anterior/septal pvls (paravalvular leak). Subsequently, a sapien 3 valve is successfully deployed within the evoque valve. There is qualitatively trace septal pvl and trace transvalvular tr at the conclusion of the valve-in-valve procedure.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for malposition - valve embolizes into ventricle was confirmed with objective evidence. The imaging evaluation indicated that during the valve deployment procedure, the anterior side of the valve dropped significantly into the ventricle. The majority of device anchors appear >10 mm below the native annulus. Potential contributing factors to the valve deployed too ventricular are procedural issues (lateral trajectory and septal position at anchor flip, device deep within ventricle during ventricular expansion, cannot confirm anterior leaflet capture) based on the review of the images provided. Since no manufacturing non-conformances were confirmed and no labeling, training, or IFU deficiencies were identified, no corrective or preventative actions are required.